Event description:
The user facility reported that there was no backflow of blood observed with the involved angio-seal device. The backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was not used, and manual compression was applied for an hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The event occurred intra-operative. There was no medical or surgical intervention. No equipment or other devices were used with the above product.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the blood return issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).